Event description:
The pt is a premature infant in nicu. The suspect device was used to check the infant's blood glucose and a result of 34 mg/dl was obtained. The infant was then treated with dexrose. A lab was drawn and the lab value came back at 94 mg/dl. Level 1 and level 2 controls were within range on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.